Event description:
Adverse event(s): "packaging causing paper cuts." (Skin tears). Product problem(s): "package keeps giving paper cuts to people." (Packaging issue). The customer reported that the cardboard envelope containing the lens cartridge in unwanted and cutting people's fingers. Additional info was requested.

Manufacturer narrative:
The customer's complaint history was reviewed this is the second complaint of this nature reported by this account. As the customer did not retain the lot number, DHR and lot history could not be reviewed. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).